Event description:
An optometrist reported that a patient presented with blurry vision in the right eye one day post lasik. The patient was noted to have stage 2 diffuse lemallar keratitis in the right eye and stage 1 diffuse lemallar keratitis in the left eye. The patient was prescribed an oral steroid and a topical steroid eye drop. There are two medical device reports associated with this event. This report is for the left eye. Additional information provided states that the patient's symptoms have resolved and the patient has discontinued the oral steroids and the topical steroid eye drops.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. (B)(4).